Manufacturer narrative:
Initial.

Event description:
It was reported that multiple charger components for the ilet system were not functioning, including one dead cord and two flat charging pads that did not power on or indicate charging when connected to a known-working outlet; one replacement pad reportedly stopped working after being thrown by a young child, and another pad in a work bag stopped working without known cause, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.